Event description:
Customer reported blood glucose results of 388 mg/dl and 124 mg/dl on the advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.